Event description:
On (B)(6) 2013, a physician reported that a high impedance was seen on (B)(6) 2013. The patient had recently undergone generator revision on (B)(6) 2103 due to eos at which time the replacement generator had been programmed on. The patient was referred for possible lead revision. X-rays were taken. There was no known trauma, and the patient does not manipulate the device. Ap and lateral chest and neck x-rays dated (B)(6) 2013 were received and reviewed. The generator appears normally placed in the left chest. Feedthru wires appear intact. It cannot be assessed if the lead pin is fully inserted as the pin is not visible past the connector block. Lead wires at the connector pins appear intact. The lead routes behind the generator, and this portion cannot be assessed. The lead wire then routes upwards toward the electrodes. There do not appear to be any gross fractures, discontinuities, or sharp angles in the lead. The device was disabled on (B)(6) 2013 when high impedance was noted. Surgery is likely but has not taken place.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Complete pin insertion could not be confirmed.